Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event .

Event description:
It was reported that on (B)(6) 2005 patient was presented with pre operative diagnosis of l5-s1 grade 1 spondylolisthesis, intractable back pain, lumbar radiculopathy of right lower extremity, lateral recess stenosis, right l5-s1 and underwent following procedures: gill laminectomy,l5. Posterior lumbar interbody fusion,l5-s1. Posterior lateral fusion,l5-s1. Posterior instrumentation with legacy titanium hardware and an exiting crosslink at l5-s1. Insertion of prosthetic allograft bone device with rhbmp-2/acs into the disk space using two 10 x 20 mm tangent spacers. Posterior lateral fusion with local bone allograft and rhbmp-2/acs. As per op note, an incision was made over l5-s1 interspace to expose lamina of l5, the l5-s1 facet, the sacral ala and the transverse process of l5. A laminectomy of l5 was performed to allow central decompression and then to decompress the lateral recess including the isthmic defects bilaterally. Bilateral annulotomies were done and the disc was removed with the tangent system. Disc was distracted to 10 mm to implant tangent spacers with two sponges from a medium rhbmp-2/acs and 6 cc of local bone graft into the disc space. Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.